Event description:
It was reported that the customer's insulin pump had cracks near the battery compartment and at the battery threads. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Severely cracked battery tube threads noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked belt clip slot and stained end capsticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.